Event description:
It was reported that the pump was used for priming. The cassette volume was 250 ml, programmed volume at 251 ml, rate was 5.4 ml/hr, and 0.25 remained. The pump volume was 17.9 ml. No patient injury was reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information is provided for h.2 and additional information is provided for h.2 and h.6. One sample was received for evaluation. Visual inspection revealed the sample was received unused, in a plastic bag in original packaging. Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use regulatory.(B)(6)located in sections g.1., please direct those to the following: (B)(6).